Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value of 324 mg/dl into the carbohydrates box in the bolus menu, and subsequently administered a bolus for 324 grams of carbohydrates. Reportedly, customer went to the emergency room (ER) for treatment. Bg level decreased to 100 mg/dl and was treated with fluids. Customer's bg level was 166 mg/dl at time of follow up contact with customer, and customer declined further assistance from tandem technical support.